Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, moving parts of the device were not moving smoothly, moving parts of the trigger of the device were not moving smoothly, and the device had insufficient/low power. It was further determined that the device failed pretest for check the quick coupling for saw blades, check for sticky triggers, and check oscillation frequency. It was noted in the service order that the device was out of service. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).